Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Pump error alarm not confirmed. Pump error alarm not confirmed. Moisture damage was found on the electronic assembly during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump received a multiple insulin pump error alarm. The customer¿s blood glucose was unknown troubleshooting was done for insulin pump error alarm. Customer reported they were able to clear the pump errors, power loss alarm and program the insulin pump. Customer was assisted with insulin pump reset and they stated that the insulin pump did not turned off. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.